Event description:
It was reported that pump experienced malfunction alarm and customer¿s blood glucose reading showed high on meter, with specific value unknown. Customer administered correction insulin injection using multiple daily injections and did not require help from emergency services or other third parties. Technical support guided customer through pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction happened again.